Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery. The 2.75x18mm xience alpine stent was deployed; however, a dissection was observed and another same size xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery. The 2.75x18mm xience alpine stent was deployed; however, a dissection was observed and another same size xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.